Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The large sleeve has a metal burr on the inner taper preventing it from seating properly on the sleeve inserter and stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirms the complaint. A complaint database search on the provided product code family identified similar reports which were attributed to product wear out due to normal/heavy usage. The root cause is attributed to product wear out based on the condition of the returned device. Based on the root cause of product wear, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.